Manufacturer narrative:
Approximate age of device ¿ 1 year, 5 months. The event occurred at (B)(6). The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient did not feel well a few minutes after connecting to the power module. A low flow alarm sounded from the system controller. The patient¿s spouse connected the system controller to batteries and the alarms resolved. The manufacturer¿s technical services representative inspected the driveline and found green discoloration inside the bionate layer of the driveline. Removal of the silicone jacket revealed fluid residue. X-ray images of the driveline showed an inconclusive area of concern approximately 7 cm from the pump. The device passed electrical continuity testing. A non-grounded power module patient cable was provided to the patient for use with the power module. It was reported that the patient will remain on the non-grounded power module patient cable while awaiting a heart transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient. Evaluation of the submitted system controller log files confirmed the report of low speed events and pump stoppages on (B)(6) 2016. Review of the submitted log files revealed low speed events and pump stops occurring on (B)(6) 2016 at 1:45 am and between 9:18 pm and 9:43 pm resulting in driveline disconnect, low speed and low flow hazard alarms. These events occurred while the system was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, the cause of these events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.